Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established;

Event description:
It was reported that the patient had the inflatable penile prosthesis revised as the reservoir had herniated out of place and into the groin. The physician planned to inflate the implant maximally to empty out the reservoir and then get it back into the space of retzius. While performing the process with the reservoir, the physician could clearly see that with each pump the reservoir would actually fill a little bit and then when the pump was released, the reservoir would empty out to refill the pump, only to see the fluid return into the reservoir with the next pump, rather than into the cylinders. There were no patient complications reported.